Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with sensor-reported glucose elevated before lunch, peaking at 361 mg/dl, and measuring 336 mg/dl at the time of the call, without fingerstick confirmation and with an insulin cartridge showing 36 units remaining; the user confirmed a recent infusion set change and no observable leaks, and a meal announcement was made two hours prior while the system was delivering correction doses. Symptoms included high blood glucose. Outcomes included product troubleshooting, user education, and continued monitoring. Investigation included a review of device data and guided user checks of the infusion set and supplies. Investigation of this case revealed no device malfunction identified during coaching and data review, with corrections active and an elevated pre-meal glucose contributing to persistent hyperglycemia; the device and infusion set components functioned as expected based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.